Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed. The thumb advancer had been retracted proximally after clip deployment. Because the vessel locator wings automatically collapse during clip deployment this finding indicates the plunger at some point was re-activated after the thumb advancer had been retracted. The vessel locator wings were broken at the distal retaining ring but remained attached to the device at the proximal retaining ring and pusher body bond. The reported access site being in a heavily scarred common femoral artery may have been a contributing factor in the reported experience. Based on the investigation findings, the most probable root cause of the bent and broken vessel locator wings and subsequent difficult removal is related to operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.